Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in korea reported the vitrectomy cutter passed pre-operative testing, but failed to cut through the vitreous during the surgical procedure although aspiration continued. The cutter was tested at various speeds and failed to cut properly at 5000 cpm. There was no impact to the patient.